Event description:
It was reported to the manufacturer by the end user, per the end user, "facility called in to have the dflal serviced because it was deflating on one side. He requested a stat service due to patient fall. He stated the patient was okay and no medical attention was needed but a doctor was notified." (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.